Event description:
It was reported the patient had a fall two weeks after their surgery and since then has felt that their cycling ¿got messed up.¿ since the fall, the patient leaked a ¿little stream.¿ the patient also had a pain in the lower left part of their stomach that correlated with the fall and they were questioning if it had anything to do with their ¿leads.¿ the pain was more ¿annoying¿ and not ¿unbearable.¿ no adjustments using the programmer had been attempted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v484484, implanted: (B)(6) 2010, product type: lead. (B)(4).